Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that she woke up with high blood glucose of 300 mg/dl and changed her entire infusion set. Customer reported that her insulin is old and uses up battery really quickly. Customer stated the battery only last for less than one week. Customer's blood glucose was at the time of the event was 312 mg/dl. Customer declined to do troubleshooting due to it was past event and alarm was resolved by a complete set change. Customer requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.